Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing and an unpleasant odor was also present. The reported complaint of failure to charge could not be replicated during the functional evaluation. All functions were tested and performed as expected and everything was working within specification. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Event description:
Failure to charge reported, unit displaying red light, no patient harm reported.